Manufacturer narrative:
The device involved in the event will not be returned for an evaluation. These reported events were found during a publication review where the patient information is anonymous and specific device information for this patient is not provided. Based on the information within the publication and absence of patient and device details, the reported events and a root cause could not be definitively identified. However, a root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Doi: https://doi.org/10.1016/j.avsg.2020.06.054.

Event description:
It was reported that a (B)(6) year-old man with a background of ischemic heart disease with previous myocardial infarction and (B)(6) liver disease (american society of anesthesiologists classification: 3), underwent evar with a bifurcated afx stent graft (afx, ba28-100/i16-40, strata fabric) and an adjunctive infrarenal aortic medtronic endurant ii cuff (non - endologix) for a 63mm asymptomatic infrarenal abdominal aortic aneurysm (aaa) in (B)(6) 2014. This initial procedure is outside the indications of use due to the use of adjunctive devices not compatible with afx system per the IFU. After 4 years, a computed tomography angiography (cta) showed increased sac diameter (70mm), severe kinking of main body stents, type 3b endoleak with billowing. A re- intervention was completed with a medtronic endurant ii main body (non- endologix), two limb extension stent grafts (non- endologix) and a protégé stent (non- endologix) stent. The 1 year cta proved the resolution of the endoleak with a stable aneurysmal sac diameter. These reported events were found during a publication review where the patient information is anonymous and specific device information for this patient is not provided.